Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the xenon light source connector sometimes stops making contact; when devices were connected to the light source, there was interference with the image due to the bad contact. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that communication failure was due to contact failure caused by loose connector, then interference with the image occurred. Olympus will continue to monitor field performance for this device.